Manufacturer narrative:
This report is filed on (B)(6) 2017.

Manufacturer narrative:
This report is submitted on january 24, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, do the patient undergoing surgery to remove a cholesteatoma. The patient was not reimplanted as of the date of this report.